Manufacturer narrative:
(B)(6). (B)(6), a ccu rn, called the emergency support program line to request assistance with a gas loss alarm on a cardiosave during use. She reported the pump displayed an iabp gas loss message and was removed while the or team prepared the patient. Esp personnel could not troubleshoot at that time due to patient priority. (B)(6) later called back and explained the team did not use the help screen or iab fill key and could not restart therapy. The alarm was escalated, and concern about a recall led to pump removal. Esp personnel provided education on the alarm, causes, and proper response, noting earlier support may have prevented removal. The patient was stable and planned for iab removal the next day. (B)(6) agreed to return the device and appreciated the support. Helium loss due to leak or diffusion; alarm triggers if loss more than 5 cc per hr. Conditions: inflation more than equal to 80 ms, deflation more than equal to 250 ms. Causes are as follows 1 leak or blood in catheter/balloon/tubing 2 kinks or occlusions

Event description:
It was reported through a direct call from the customer to the emergency support program that the iabp gas loss in the intra-aortic balloon (iab) circuit during use. There was no patient harm or injury reported.